Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. The customer stated that they woke up and the blood glucose level was 480 mg/dl. The customer stated they treated their high blood glucose reading with a manual injection. The customer was assisted with troubleshooting for the insulin pump. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The high pressure test was performed and the insulin pump passed. The customer was advised that the infusion set will be replaced. The infusion set will not be returned for analysis.